Event description:
Additional information was received. A follow up visit has been scheduled for this device and associated boston scientific right ventricular lead.

Manufacturer narrative:
When the follow up visit has been performed, this event will be updated.

Event description:
Boston scientific received information that remote monitoring of this device displayed a high out of range shock impedance measurement. This information was provided to the physician and is being further monitored. No adverse patient effects were reported.

Event description:
A follow visit was performed. No issues were found and a decision was made to further monitor this system.

Manufacturer narrative:
This is the information known at this time. When additional information becomes available, this event will be updated.

Manufacturer narrative:
According to available information, this system remains implanted and in service. Should additional information become available, this event will be updated.